Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a procedure for device replacement a competitor lead could not be removed from the right ventricular (rv) lead port of this pacemaker's header despite the setscrews being loosened. As the patient was pacemaker dependent the system was left implanted and device pocket closed until a second procedure was completed the following day to implant a new system on the opposite side of the patient's chest and remove the chronic device. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.